Event description:
Wires were coming out of the vessel sealer and would not work anymore. The broken product was taken out and replaced with a new vessel sealer to complete the procedure. No patient harm. Manufacturer response for vessel sealer, da vinci (per site reporter). Formal complaint logged and RMA provided for return of defective unit. Credit will be issued.